Event description:
Patient presented for planned pci. During the procedure, plain old balloon angioplasty (poba) of the right coronary artery (rca) was completed but operators were unable to pass the stent due to the twin pass catheter tip fracturing into the mid rca at the site of stenosis. It remained stable there with flow to the rca. CT surgery was notified for urgent sternotomy and rca bypass and the patient underwent surgery on (B)(6) 2017.